Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that the implant was not working in certain position. The patient reported that this was a motion issue because their cervical moves around when in a certain position. The patient reported that it works great but if they turn and look up it turns off. The patient reported that the healthcare professional has tried to fix it, but it hasn't worked. The patient reported that the implant in the lumbar works great, but the cervical stimulator doesn't work. The patient reported that they were charging too often. It was reported that charging has to be done everyday or every other day and it has been this way since implant. The patient reported that the intellis works "fantastic except for having to charge so often." No patient complications have been reported because of this event.